Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front right bottom corner, the battery door was cracked, the right plunger case and the power receptacle seal were cracked, and there was visible contamination by the l bracket pole clamp. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. The q1 broken off from the board, the plunger board also came loose off the glue. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced plunger board. Performed self-test and syringe test.

Event description:
It was reported that the pump would always indicate a false reading during syringe plunger sensor test. No patient injury was reported.